Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement, as the customer had been using a backup pump for insulin therapy at the time of the event while they were waiting for supplies to arrive. Reportedly, the customer would continue use of the backup pump for therapy.